Manufacturer narrative:
Discarded by customer.

Event description:
It was reported that during the procedure the balloon deflated inside the patient. It is unclear if there was a leak or if the balloon was overinflated. There was no clinical consequence to the patient.